Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are 2 medical device reports for this event. This report is for the second eye. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that, following bilateral intraocular implant procedures, the patient had issues with far vision she could not read the guide on the television.